Event description:
It was reported that pump displayed malfunction 16, and could not be reset. There was no reported adverse impact to the customer¿s blood glucose level, as caller declined to provide information. Customer planned to use a backup insulin pump for insulin delivery, and technical support confirmed warranty status, verified shipping address, arranged replacement pump, and resent field correction notice while completing required form on customer¿s behalf. Customer was instructed to place malfunctioning pump in storage mode, program pump settings and connect cgm on replacement pump, and return problematic pump using prepaid label within 10 days, which customer understood and acknowledged.